Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing and delivered an inappropriate shock. The rv lead was programmed off and a subcutaneous ICD was implanted. No further patient complications have been reported as a result of this event.